Event description:
The patient was hospitalized for elevated blood glucose levels and dka. Prior to the hospitalization, the patient had been diagnosed with a stomach virus.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. There is no reported pump malfunction and the pt was diagnosed with a stomach virus prior to the hospitalization. The pt has continued to use the pump with no reported subsequent events.